Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance greater than 3000 ohms resulting in a lead safety switch (lss). There was also no capture observed in the bipolar configuration. Boston scientific technical services indicated the outer conductor of this ra lead is broken. It was noted that the unipolar pacing and sensing configuration is likely not an option as there were episodes with myopotentials observed after the lss. The lead remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance greater than 3000 ohms resulting in a lead safety switch (lss). There was also no capture observed in the bipolar configuration. Boston scientific technical services indicated that the outer conductor of this ra lead is broken, and a lead fracture was confirmed using fluoroscopy. It was noted that the unipolar pacing and sensing configuration is likely not an option as there were episodes with myopotentials observed after the lss. The ra lead was then subsequently explanted and replaced. The patient was also noted to have a clavicle fracture as confirmed via an x-ray. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance greater than 3000 ohms resulting in a lead safety switch (lss). There was also no capture observed in the bipolar configuration. It was noted that the unipolar pacing and sensing configuration is likely not an option as there were episodes with myopotentials observed after the lss. Boston scientific technical services indicated that the outer conductor of this ra lead is broken. A fracture of the lead was subsequently confirmed via fluoroscopy and x-ray due to clavicular crush. The ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood and body fluid within the helix housing and in the neck region. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 223 millimeters from the terminal end and three (3) dislocations were noted with one at the fracture location. The outer insulation is intact and undamaged. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage in the clavicle area. Analysis concluded that the clinical observations of pacing impedance high out of range and failure to capture were likely caused by the confirmed outer coil fracture. The detailed analysis also confirmed that the inner conductor coil had a break in the neck region at the lead tip and the coil is stretched and deformed in this area. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified inner coil break may have occurred during helix extension/retraction at the time the lead was explanted.